Event description:
A customer reported to baxter corporate product surveillance an interlink t-con ext set/micro-bore in which the port inverted when being flushed. Upon follow-up with a patient, it was determined that while using a needleless access device to access the interlink, the "rubber part turned on it's side". There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a sample was returned for evaluation. A visual inspection was performed and revealed an inverted septum. The reported condition was confirmed. An exact root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.